Event description:
The customer's mother reported that the insulin pump had moisture inside it. Customer's mother stated that the device had recently been exposed to rain. Blood glucose level was 214 mg/dl at the time of the incident. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. No moisture damage on electronic assembly during our visual inspection. Unable to verify vibrating without alarms and alerts due to cracked and bleeding lcd glass. The insulin pump has cracked lcd window, cracked battery tube threads, broken belt clip slot and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.